Manufacturer narrative:
Part number: 352.311, supplier lot number: 558988n05, synthes lot number: 5142944: release to warehouse date: january 25, 2006. Manufacturing site is synthes monument and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the returned instrument was examined and the complaint was able to be confirmed as the inner shaft tip was found to be broken and not returned. The remainder of the instrument was found to be intact with only minor wear consistent with repeated use. Per the technique guide, the extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined and the compliant condition was able to be confirmed as the inner shaft was found to be missing the distal threaded tip (approximately 3.5mm long). A definitive root cause was unable to be determined as details as to the technique utilized at the time of failure were unknown. The failure mode is typically associated with the application of off-axis and/or excessive torque. The relevant product drawings were reviewed during the evaluation. The material of the inner shaft has since changed from 440a/ 440b to custom 465 to improve its strength and ductility. Additionally the inner shaft became a salable item in which the knob was improved. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Not fully inserting the inner shaft or off axis use could have caused the fracture. A definitive root cause could not be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the inner shaft of an extraction screwdriver broke off during an anterior cervical discectomy and fusion (acdf) procedure at c5-c7 on (B)(6) 2015. The surgeon needed to remove a screw in order to drill deeper as the screw would not advance to its final position. As the driver was being threaded into the screw, the tip of the inner shaft of the driver broke off and remained stuck in the screw head. Using alternate tools, the screw was able to be removed. The surgery was successfully completed with a ten (10) minute delay. No additional information is available at this time. This report is 1 of 1 for (B)(4).